Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow of solution was experienced during infusion with a large volume infusor. The flow was confirmed before connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured january 15, 2016 ¿ january 16, 2016. The device was received for evaluation with approximately 79 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After removing the luer cap, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.